Manufacturer narrative:
Product complaint # (B)(4). Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H3, h4, h6: device history lot; part number:314.05; synthes lot number: 4684028; supplier lot number: n/a; release to warehouse date: 19nov2003; expiration date: n/a; manufactured by synthes brandywine. No ncrs were generated during production. Device history batch null, device history review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, two cannulated 4.0mm hexagonal screwdriver is broken. They took down product numbers and lot numbers then discarded the product. There was no patient involvement. This report is for one (1) cannulated 4.0mm hexagonal screwdriver. This is report 2 of 2 for (B)(4).